Event description:
Patient was revised to address a poly wear of the insert. It was reported that the insert was worn posteriorly and laterally.

Manufacturer narrative:
The product was not returned for examination. Product information required to retrieve the device history records for review and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after approximately fifteen years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.